Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h2, h3 and h6 have been updated accordingly. Section b5: addendum for additional information received: as stated by the sales rep, it is not believed at this time that the death occurred due to the device, as the device was never deployed during the case. As reported, a 6f/7f mynx control vascular closure device (vcd) was unable to be deployed as deployment button number one could not be pushed down. There was no reported patient injury during the procedure. The patient subsequently died following the procedure but the cause and relationship to the device are not known. The device was used for an interventional peripheral procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no visible damage noted to the button number one. Button number one could not be pressed at all. The tension indicator was aligned with the markers on the handle halves before attempting to be deployed. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device noted after removal. There were no damages noted to the sealant sleeves after removal. Hemostasis was achieved by manual compression of greater than 30 minutes. It was confirmed that death did not occur during the procedure. Other additional procedural details were requested but were unknown. The device was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned. Per visual analysis, button 1 was depressed approximately 1/3 of its total travel, button 2 was not depressed, the syringe was connected to the device with the stopcock opened, and the sealant was observed to have remained in the manufacturing position, exposed to blood as received. The procedural sheath was not returned with the device. Per functional analysis, resistance was felt when button 1 was depressed as received. It was revealed that the sealant adhered to the catheter shaft and caused the resistance. The sealant was removed. Button 1 was reset to its factory setting and was able to be fully depressed and locked in place. The button deployment felt normal, and no unusual forces or resistance was experienced during the investigation. No issues were noted with respect to button 1 deployment during failure investigation. Per microscopic analysis, the distal section of the sealant was soaked in blood, when the proximal section of the sealant was still white, and that the sealant outer sleeve assembly was severely damaged/punched as received. The condition of the sealant sleeve and the sealant indicates that excessive force may have been applied on the device during the device insertion step, which damaged the sealant sleeve and caused the sealant to prematurely hydrate, resulting in the sealant adhering to the catheter shaft, obstructing the travel path and preventing button 1 from being depressed during the sealant deployment step. The inner tabs of button 1 were inspected, and no damages were observed. The catheter polyimide shaft was also inspected, and no sealant residue was observed. A product history record (phr) review of lot f1926202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control button 1 frozen/locked¿ was confirmed during analysis of the returned device. The investigation results showed that excessive force may have been applied on the device during the device insertion step, which may have damaged the sealant sleeve and caused the sealant to prematurely hydrate, resulting in the sealant adhering to the catheter shaft, obstructing the travel path and preventing button 1 from being depressed during the sealant deployment step. However, based on the limited provided information, the root cause of the reported failure could not be conclusively determined. Death is a rare potential adverse event associated with interventional procedures and is listed in the IFU as such. Based on the product analysis and the information available for review, it is not possible to determine what may have caused the death. According to the instructions for use, which is not intended as a mitigation of risk, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock. Grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy¿. The IFU also states the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism or death¿. Neither the phr nor the product analysis suggests that events experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1926202 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a 6f/7f mynx control vascular closure device (vcd) was unable to be deployed due to the deployment button # 1 cannot be pushed down. There was no reported patient injury during the procedure. The patient subsequently died following the procedure but the cause and relationship to the device are not known. The device was used for an interventional peripheral procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Hemostasis was achieved by manual compression of greater than 30 minutes. The patient recovered after the mynx event. There was no visible damage noted to the button # 1. The button # 1 could not be pressed at all. The tension indicator was aligned with the markers on the handle halves before attempting to be deployed. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device noted after removal. There were no damages noted to the sealant sleeves after removal. It was confirmed that death did not occur during the procedure. The device will be returned for evaluation. Other additional procedural details were requested but were unknown.